Manufacturer narrative:
(B)(4). The reported complaint of "system error 3 alarm" was confirmed. The field service report revealed that the home sensor ribbon cable was pinched by the battery bracket which caused the alarm. As a result, the ribbon cable was re-routed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the pinched ribbon cable. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "unit giving system error 3". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
The report states "unit giving system error 3". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).